Event description:
Failed vaginal mesh; requested to be sent to third-party for legal action. The patient was found to have two spots approximately 2 x 2 centimeters of the erosion in the mid anterior vaginal wall. Some of the vaginal mucosa was excised because of the loss of integrity and inflammation around the mesh. We took approximately 2 centimeters of the midvaginal anterior wall because again the mesh was embedded, so actually it could not be dissected off. Once then we got laterally we were able to dissect the mesh off the bladder and the vagina to the margins.